Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the chip on the unit's cpu board, and reseating the spo2 chips and cables. Problem was resolved. Unit was calibrated and safety tested to factory's specifications.